Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During an implant procedure, after deployment of the sensor, the patient experienced hemoptysis. The patient was elevated to an upright position and anesthesia was administered. The patient was moved to a supine position, sedation and endotracheal intubation was performed. Then a bronchoscopy was completed with no obvious perforation noted. A swan-ganz catheter was advanced to the pulmonary artery (pa) and an angiogram was performed with no obvious perforation of pa or contrast stain noted in lung field. No additional access sites were needed for the angiogram. A pa measurement taken for cardiomems calibration. The patient was moved to ICU for observation. The hemoptysis was resolved with intervention. The attending physician reported the root cause of the hemoptysis was due to the patient¿s fragile anatomy. It was reported they did not believe it was related to the guidewire or the cardiomems sensor and delivery catheter system.